Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. Device was programmed with the correct time or date monitored for 2 days. No charge or battery anomaly, unexpected low battery alarm, unexpected off no power alarm or time loss or gain noted. No drive or motor anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had a small crack on the display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clock lags overtime, up and down arrow buttons were sensitive. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had battery life diminished, motor was slower to rewind. The insulin pump will not be returned for analysis.